Event description:
It was reported that the ventilator generated low o2 concentration alarm. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received service report, the problem was solved by adjusting the air gas module and inspiratory section. The ventilator passed all functional and safety tests and was cleared for clinical use. Alarm o2 concentration low is activated when measured o2 concentration is below the set value by more than 5 volume % or concentration is below 18 volume % which is independent of settings. There are two main reasons for this alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Device's logs were not provided for further analysis. The cause of the issue was related to air gas module and inspiratory section.